Manufacturer narrative:
Corrected data: h6:evaluation odes, see h10 for additional correction, a1.

Event description:
It was reported that the pump is having alarm issues and infusion was maintained by changing cassette. The reported product fault occurred while in use with the patient but did not cause or contribute injury to the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.